Event description:
It was reported that the patient was experiencing diaphragmatic stimulation during left ventricular pacing. The patient was reprogrammed to right ventricular pacing. Subsequently, the patient presented for a lead revision and at that point it was discovered the patient¿s lead had become dislodged such that atrial fibrillation was being reflected on the left ventricular channel. The physician capped the left ventricular lead and implanted a new left ventricular lead on (B)(6) 2017. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.